Manufacturer narrative:
(B)(4). Supplemental sent to the FDA on 11/10/2015.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a wedge resection, upon the 4th fire, the firing stopped. The doctor felt strong resistance when squeezing the handle. The jaws were opened and the incomplete staple line was cut out. The incomplete staple line was re-sewed by hand. There was unanticipated tissue loss as a result of the incomplete staple line being cut out. Operating time was not extended and nothing fell into the patient's cavity. The last known patient status is good.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was that during the wedge resection procedure the instrument would not fire and the staple line was incomplete. Initial visual inspection of the instrument found no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with post market vigilance (pmv) representative straight and roticulator¿ loading units. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The reload was loaded into a post market vigilance (pmv) instrument for functional testing. The interlock was overridden and all remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the instrument device history record indicates this device lot number was released meeting all covidien quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all covidien quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack and deformed anvil clamping mechanism may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may. For example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge." The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.